Event description:
In 2002 the patient was receiving a routine hemofiltration treatment using the lifemate hemofiltration system. With approximately one hour remaining in the treatment the patient developed chills and severe shaking. The treatment was immediately discontinued and blood returned and the patient went to the emergency room. At the ER the patients temperature was >102f. Blood cultures were drawn and the patient was given IV vancomycin. The patient was then discharged from the ER and send home on the same day. Two days later the patient went back to the dialysis unit and was still not feeling well. The patient complained of feeling achy and experiencing pain while breathing. The dialysis unit also said that the patient did not look well and the patient was then admitted to the hospital. On the day after admission the patient was feeling better and was discharged from the hospital. On the day after admission it was reported to nxstage that the patient had a urinary tract infection (alpha strep) and was given doxycycline (orally). Additionally, the patient had another hemofiltration treatment and felt fine.